Manufacturer narrative:
Submit date:11/13/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states that the gauze is linting and fraying.

Manufacturer narrative:
Submit date 1/5/2016. A device history record review of the reported lot confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The customer returned one sample for evaluation; several small fibers were observed on the sample. Based on the investigation and analysis, the most possible root cause for the reported condition cannot be specifically identified however the potential cause could occur during the cutting process; short fibers may develop as a result of a miss cut by the blades. As continuous improvement actions, the supplier has changed the blade and installed a new cutting blade and also updated work instructions to add a process to check the condition of the cutting blades on a daily basis. This reported condition will be continuously monitored, and this complaint will be used for trending purpose.